Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated customer received a result of 30.0 mmol/l on the mobile system at 9.00am. Customer felt the result was incorrect due to unspecified hypoglycemic symptoms. She reported her heart felt "unwell." Customer called an ambulance and was taken to the hospital. Customer was tested with an unknown hospital meter at 10:00am and received a result of 2.5 mmol/l. Customer was treated for hypoglycemia intravenously after the result of 2.5 mmol/l. Contents of solution is unknown. She was also treated with 1 aspirin tablet and "angina spray" for her heart. Customer is now stable. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.